Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). It was determined that the qc ranges were not adjusted properly. The supervisor reviewed the qc ranges and adjusted them. Verification for calibration and qc was performed. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results from the cobas 8000 c702 module. Sample 1's initial result was 0.8 mg/dl accompanied by a data flag, and the repeat result was 1.7 mg/dl. Sample 2's initial result was 0.9 mg/dl accompanied by a data flag, and the repeat result was 1.7 mg/dl. Sample 3's initial result was 0.8 mg/dl accompanied by a data flag, and the repeat result was 2.1 mg/dl. The repeat results were deemed to be correct. The initial results were questioned because they were flagged as a critical result.

Manufacturer narrative:
The case is closed as the customer adjusted their qc range and resolved the issue. No product issue was found.